Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: patient formed distal thrombus and the stent became inclusive causing paralysis of the legs. This required a re-intervention with a gore endograft which seems to have opened the lumen but the patient seems to still have some paralysis. Patient outcome: the patient required additional procedures due to this occurrence, re-intervention with endograft. Paralysis of the legs.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). (B)(4). Summary of investigational findings: the complaint states that a patient received a zta-p-24-105-w device on (B)(6) 2017 to repair a traumatic injury. The patient underwent a secondary procedure with another device to open the lumen of the stent graft. No images were provided. Based on the information provided, it was not possible to determine the root cause of the reported event. Cook will reopen its investigation if further information is received. There is no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.